Event description:
The customer reported that the device had a error message. There was no reported pt impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.